Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on (B)(6) 2018 for a regular appointment. He did not show any response to sound stimulation while at the clinic and was not able to cooperate with others. The implant site appears healthy with no swelling or redness present. There was no accident or trauma reported. The family did not notice any changes in the recipients' hearing performance since he always had poor hearing with the device. The user always tries to not wear the device, removing it after the school or whenever possible. The last time the user came to clinic for an appointment was in 2015, it is unknown what could have possibly contributed to the high impedance levels. The family reported that they will bring the user regularly to the appointments from now on. The next appointment is planned for the next month.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. In addition it was reported that the recipient was never a good performer, likely due to device unrelated medical reasons. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Currently no further information is available.

Event description:
The recipient was seen at the clinic on (B)(6) 2018 during which he did not show any response to sound stimulation and was not able to further cooperate. The implant site appeared healthy with no swelling or redness present. There has been no report of an accident or trauma received. The family did not notice any changes in the recipient_s hearing performance, but he has always had poor hearing with the device. The user tends not to wear the device, removing it after the school or whenever possible. No further contact has been made by the family and no further information is available.